Event description:
It was reported that a tiny piece of the .018 x 80cm nitrex guidewire came off during attempted cvc right internal jugular vein line placement and was left in the patient. After the procedure the patient was complaining of pain. Physician expressed that the patient received an MRI and the MRI showed that a piece of the nitrex guidewire broke off and remained in the patient's right neck soft tissues due to scar tissue. No immediate complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.